Event description:
It was reported that the customer was hospitalized due to gastroparesis. The customer's blood glucose level was 367 mg/dl. The customer was admitted at (B)(6) hospital on (B)(6) 2014 and was released on (B)(6) 2014. The customer took off the insulin pump for three days, two days after she was admitted because it was time for her set change and she did not have extra supplies. The customer stated that once she was in the hospital the blood glucose came down to a 100 mg/dl. The customer stated that she is using the insulin pump for treatment but the she reverted to manual injection after removing the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.